Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. There was a pericardial tamponade during the procedure. Procedure could not be terminated due to this tamponade. Adjuvant drug therapy by anesthesia and pressure monitoring were provided during the procedure. Pericardiocentesis was performed. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 02-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis and surgical intervention. The device evaluation was completed on 12-nov-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smrttch catheter. Per the event, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 26-nov-2021, noted a correction under 3500a follow-up #1 to the patient consequence coding as surgical intervention (f19) should have been included. Therefore, updated h6. Health effect-impact code.

Manufacturer narrative:
Additional information was received on 12-oct-2021. The patient is a 79-year-old male patient (82kg). The physician¿s opinion on the cause of this adverse event: procedure. Patient outcome of the adverse event: fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event: 6 days: vats, ite, short revalidation. Relevant tests/laboratory data: echocardiography: structurally normal, mild pulmonary hypertension, thorax x ray: normal, hb 8.7 g/dl, crp 180 mg/dl. Force visualization features used: graph, dashboard, vector & visitag with visitag module parameters for stability: 3 mm 3 sec and force over time 25% 3g with ablation index. A transseptal puncture performed with a st-jude medical, brk needle. Prior to noting the CT ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase. Irrigated catheter was used in the event and the flow setting: 17 ml for power < 30w, 30ml for power > 30w. The correct catheter settings selected on the generator. Pump switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Therefore, updated sections a. Patient information and e. Initial reporter. In addition, populated fields b2. Is hospitalization initial/prolonged, b 6. Tests/lab data including dates, h 6. Health effect - impact code and d10. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).